Event description:
It was reported that this patient with this pacemaker blacked out. This resulted in a fall and a concussion. No further information was provided. No additional adverse patient effects were reported. Currently, this pacemaker remains in service.